Event description:
The user facility reported that instruments processed in a v-pro sterilizer cycle were used in patient procedures as the cycle parameters were met and the chemical indicator passed. The user facility later determined that the biological indicator (bi) used in the cycle was positive for growth. The physicians who used the instruments in the load were notified and it is reported that they are monitoring their patients. No injuries or procedure delays have been reported.

Manufacturer narrative:
The user facility reported that the processing cycle for the instruments used in the patient procedures completed successfully with no abnormalities. The cycle printout confirmed that the cycle completed successfully and all critical parameters were met. A steris service technician inspected the v-pro sterilizer and confirmed that the unit was operating properly. The sterilizer has remained in service with no further issues. In addition, the facility monitors all v-pro cycles with chemical indicators (ci); the ci used in the cycle was reported to have passed. The passing ci demonstrates that the load has been processed/exposed to vaporized hydrogen peroxide. Retain testing completed on the lot subject of the reported event evidenced passing results, no issues were noted with the biological indicators. The DHR also evidences the lot was manufactured to specification. The results of the sterilizer record, ci, and equipment inspection demonstrate that the instruments processed in the unit were properly sterilized. An in-service on proper use of v-pro unit and bis has been scheduled.